Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected. Corrected information was provided in d8 (was this device serviced by 3rd party?). Upon review, it was identified that it was inadvertently submitted in error in the initial report.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device, escalation from an impella cp, for continued mechanical circulatory support (mcs) and experience complications. The patient would subsequently expire. An impella cp was inserted via the femoral artery in a patient who presented via emergency medical services (ems) with acute chest pain, hypotension, and flash pulmonary edema. Upon ems arrival, the patient was diaphoretic, pale, and hypotensive with systolic blood pressures in the 80s. Aspirin was administered, an electrocardiography test was completed, and the patient was transported to the emergency department. A st-segment elevation myocardial infarction (stemi) alert was activated, the patient was intubated, and the patient subsequently experienced cardiac arrest requiring approximately 20 minutes of cardiopulmonary resuscitation in the cardiac catheterization laboratory. Due to cardiogenic shock, consistent with stage e, the decision was made to implant an impella cp for mechanical circulatory support (mcs). Following impella cp implantation (day 0), the patient experienced runs of ventricular tachycardia requiring four defibrillation shocks and administration of lidocaine and amiodarone boluses. Due to ongoing hemodynamic instability, the decision was made to escalate support to an impella 5.5 and initiate va ECMO. The impella 5.5 was implanted via a right axillary artery cutdown using a 10 mm × 15 cm vascutek gelweave graft. Anticoagulation was achieved with heparin (activating clotting time [act] 312). The device was inserted and activated without complication; however, once on support, the impella 5.5 demonstrated restricted pump flow, suction events, and low pulsatility despite optimization attempts. Hemodynamic assessment included swan-ganz catheter placement, echocardiographic evaluation, volume resuscitation, and escalation of inotropic support. Despite these interventions, flows remained lower than expected. The patient was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO), and the impella 5.5 was reduced to p2. In the days following implantation, the patient developed hematuria with reduced urine output (<30 cc/hr), progressed to renal failure requiring dialysis, and subsequently developed evidence of limb ischemia with absent flow in the legs and arms. The patient remained critically ill with a guarded prognosis. On day 2 of support care was withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new adverse event information is being reported. Medical safety/clinical review: medical safety/clinical reviewed the event. An impella cp was inserted via the femoral artery in a [48-year-old male patient] who presented via ems with acute chest pain, hypotension, and flash pulmonary edema. The patient¿s only known comorbidity was obesity. Upon ems arrival, the patient was diaphoretic, pale, and hypotensive with systolic blood pressures in the 80s. Aspirin was administered, an ECG was completed, and the patient was transported to the emergency department. A stemi alert was activated, the patient was intubated, and the patient subsequently experienced cardiac arrest requiring approximately 20 minutes of CPR in the cardiac catheterization laboratory. Due to cardiogenic shock, consistent with scai stage e, the decision was made to implant an impella cp for mechanical circulatory support. Following impella cp implantation (day 0), the patient experienced runs of ventricular tachycardia requiring four defibrillation shocks and administration of lidocaine and amiodarone boluses. Due to ongoing hemodynamic instability, the decision was made to escalate support to an impella 5.5 and initiate va ECMO. The impella 5.5 was implanted via a right axillary artery cutdown using a 10 mm × 15 cm vascutek gelweave graft. Anticoagulation was achieved with heparin (activated clotting time 312 seconds). The device was inserted and activated without complication; however, once on support, the impella 5.5 demonstrated restricted pump flow, suction events despite optimization attempts. Hemodynamic assessment included swan-ganz catheter placement, echocardiographic evaluation, volume resuscitation, and escalation of inotropic support. Despite these interventions, flows remained lower than expected. The patient was placed on va ECMO, and the impella 5.5 was reduced to p-2. In the days following implantation, the patient developed hematuria with reduced urine output (<30 cc/hr.), progressed to renal failure requiring dialysis, and subsequently developed evidence of limb ischemia with absent flow in the legs and arms. The patient remained critically ill with a guarded prognosis. Subsequently, care was withdrawn, and the patient expired. The event story involves two product complaints. Impella cp - MDR 1220648-2026-01015: serious injury. Impella 5.5 - MDR 1220648-2026-01320: death.